Event description:
He called (B)(6) and they told him to call the company. The test strips will register 30, 60, so he retests and it reads 110 which is normal. Believes he's having quality issues. Used an additional vial of strips due to the 30 "lo" readings. Doesn't really want to use the control solution because he'd have to use more strips. Requesting a vial of strips for his troubles. He didn't have his device or strips with him at the time of the call, he was traveling. He will accept the control solution and will test his device and strips.